Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 5.0mmx20mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilatation. However, on initial inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.